Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of a pedicle screw were broken during surgery. The screw was removed and replaced with an alternative screw. All broken thread pieces were removed from the patient. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned screw was evaluated. There was no thread damage as had been reported. However, the tulip and swivel ring were found to have disassembled from the screw shaft. The swivel ring was deformed in a manner consistent with tightening and later loosening of the mating closure top and rod within the tulip. This deformation allows the tulip and swivel ring to disassemble from the screw shaft as the screw is manipulated during removal or reuse. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.